Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter would not power on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter power issue began in mid-august (date unspecified). The patient informed the csr that he manages his diabetes with a set dose of insulin (type and dose unspecified) and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that 2 months later he developed a symptom of ¿frequent urination¿. The patient claimed that on the morning of (B)(6) 2018 he went to the hospital and had his blood glucose measured and obtained results of ¿248 and 285 mg/dl¿ with the hospital¿s meter. The patient denied receiving any further form of treatment or medical intervention as a result of the alleged meter power issue. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed the correct test strips were being used for testing and based on the information provided, the batteries did not need to be replaced. The alleged power issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after he was unable to test his blood glucose with the subject meter due to the alleged power issue.